Manufacturer narrative:
Citation: fiore ac et al. "A bovine jugular vein conduit: a ten-year bi-institutional experience." Ann thorac surg. 2011 jul; 92 (1):183-90; discussion 190-2. Doi: 10.1016/j.athoracsur.2011.02.073. Epub 2011 may 6. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. On page 191 of the literature article (author discussion section), the physician/author provides observations attributing adverse effect/device malfunction to the medtronic melody valve in relation to the study data reported in the following citation: mcelhinney db, et al. "Short- and medium-term outcomes after transcatheter pulmonary valve placement in the expanded multicenter us melody valve trial." Circulation. 2010 aug 3; 122 (5): 507¿516. A review of the medtronic global complaint handling database confirmed this article was previously assessed and the associated observations were reported via regulatory report number(s): 2025587-2015-01410 and 2025587-2015-01410 (follow up number 001). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the ten-year clinical results with the bovine jugular vein conduit concerning patient survival, conduit durability, and performance in patients who underwent right ventricular outflow tract reconstruction. All data were collected and retrospectively reviewed from two centers between january 1999 and august 2010. The study population included 232 patients (mean age 8 years), all of which were implanted with a medtronic contegra valved conduit (no serial numbers provided). It was noted that 12, 14, 16, 18, 20, and 22 mm prosthesis sizes were used. Among all patients, there were 4 early deaths and 8 late deaths, respectively. Of the late deaths, one patient (case no. 8) was noted to be a recipient of a hancock in addition to a contegra. However, it was reported that none of the deaths were conduit related. Based on the available information, medtronic product was not directly associated with the death(s). Among all contegra patients, adverse events included: conduit explant due to graft dysfunction (stenosis, stenosis with insufficiency, endocarditis, or regurgitation), transcatheter intervention (balloon dilation or stent placement), and mild-moderate-severe pulmonary insufficiency. Based on the available information, medtronic product was directly associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.